Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Event description:
The customer reported via phone call that she had problem with her old insulin pump and misplaced her new insulin pump. The customer's blood glucose level was 201 mg/dl. The insulin pump will be returned for analysis.